Event description:
It was reported that the rv lead had variable to very low r waves. It was also difficult to extend and retract the helix. The lead was attempted but not implanted. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): shaft seal out of position, and blood was noted on helix mechanism and distal conductor (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) shaft seal out of position. Full lead returned and analyzed. It appears that the shaft seal in the tip of the lead is slightly out of position toward the distal end. This may have contributed to the helix's inability to extend or retract; however with multiple variables affecting helix functionality, this has not been confirmed as the causal factor. After the dried blood was removed the helix extended and retracted within product specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism and the shaft seal was out of position.